Event description:
It was reported that this implantable pacemaker was found in safety mode during ambulatory follow up. The device remains in service and there are no actions planned at this time. No adverse patient effects were reported.